Event description:
The following information was reported to gore: on (B)(6) 2024, the patient was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that during the procedure a rosen wire (boston scientific product) was being used in the left renal artery, during this attempt the wire perforated the left renal artery. The physician chose to coil embolize the left renal artery. The physician could not cannulate the celiac artery after multiple attempts (wire being used is unknown). The physician chose not to implant a gore® viabahn® device, the portal remained open, and the celiac artery was still getting profusion. The patient tolerated the procedure. No further information is available.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.